Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt a shocking sensation from her posterior down to her leg and labia before the MRI scan started. It was reported that the therapy was off, and he confirmed the lightning bolt wasn't there. Patient had since turned therapy back on. Caller was told caller that if therapy was off it shouldn't give shocking sensation, and since MRI hasn't started, the shocking sensation was likely from other emi source. It was suggested to the caller tha the patient should monitor symptom changes, and see healthcare professional (hcp) if necessary and it was upto the hcp to decide if he wanted to proceed with scan today or not. Additional information received reported that the ins had been turned off before the scan started and she experienced a shocking sensation from her pelvis area down her leg. The ins had been turned off before she got into the scanner. They did not do the scan and when she got out of the scanner the shocking disappeared. She was able to turn her ins back on and she was comfortable and evacuating without accidents. She has not had any problems since. She stated she was under a lot of stress because her mom was in hospice and wonders if her memory loss was due to the stress, but she was not going to try to have another MRI. No further complications were reported.